Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a system error 2267 was not confirmed. The root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding a system error 2267, which occurred on the homechoice (hc) during use during drain 4 of 7. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the caregiver (cg) on (B)(6) 2011. The cg reported that could not see anything visibly wrong with the supplies or the hc and they did not know what had caused the alarm.